Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured ica (internal carotid artery) aneurysm with a saccular size of 21 mm. It was reported that the patient underwent pipeline embolization treatment involving two pipelines on (B)(6) 2013 and had worsening headaches. The patient was kept in the ICU (intensive care unit) for an extra day until MRI (magnetic resonance imaging) showed to be within normal limits. It was reported that the patient was discharged from the ICU on (B)(6) 2013 with partial 3rd nerve palsy which was possibly related to the irritation of the aneurysm swelling / thrombosis. On (B)(6) 2013, it was reported that the patient complained of a maculopapular rash involving the extremities. Pcp believes it to be medication related. The cortisone cream did not have any effect; therefore, plavix was discontinued and prasugrel was started. Same event as MDR# 2029214-2013-00691.